Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vertical sleeve gastrectomy, the surgeon was able to connect the reload and press the green button, but the trigger remained locked and was not able to fire the stapler. The stapler got stuck. Another stapler and reload were used to complete the procedure. There was no patient injury.